Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement that was found post operation check. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement that was found post operation check. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.